Manufacturer narrative:
(B)(4). The photograph that was provided was reviewed and identified that the tasp exhibit signs of repeated use and the anterior of the post features have fractured off. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that trial articular surface is broken. This was found broken after it was washed. No patient involvement.